Event description:
It was reported that during an unspecified surgical procedure, it was observed that the "black cord was split in half" on the motor device. There was no delay in the reported event as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluted the device and observed that there was a hole in the hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.